Event description:
The rep reported the pt was at home, near a window when the house was struck by lightening. The pt experienced a pain sensation around the dbs device implant site and the product no longer delivered therapy. The pt was placed on medication until the device could be explanted. Replacement surgery was anticipated in 2007.